Event description:
It was reported that the pump was confirmed to be at "eol/eos" (end of life/end of service). According to telemetry strips on (B)(6) 2011, the pump had shown eri occurred (B)(6) 2011 with a "schedule to replace the pump by" date of (B)(6) 2012. It was also reported that when the pump was interrogated on (B)(6) 2011, eri (elective replacement indicator) had occurred on (B)(6) 2011 with a "schedule to replace by date of (B)(6) 2011." The pump was replaced on (B)(6) 2011; there was no indication that the pump had ceased to operate. The drug in the pump was morphine 25 mg/ml at a dose of 8.219mg/day. There was no change in the drug concentration or dosage at time of replacement. The surgeon left the existing catheter in place. Per the reporter, "the patient reported no symptoms as if the pump was still functioning properly. As far as I know the patient is doing fine. I have not heard anything since the replacement was done."

Manufacturer narrative:
Concomitant medical products: software card model #: 8870 lot# unk serial# unknown; programmer model #: 8840 lot# unk serial# unknown; catheter model #: 8709 lot#: j11658r23 implanted: (B)(6) 2005 explanted: unk. Final analysis of the pump revealed pump/battery/high resistance. The pump was in safe state; reset occurred - low battery.